Event description:
It was reported via trial that the evening post successful stent implantation in the right internal carotid artery the patient experienced hypotension, believed likely related to baroreceptor response, acute non st elevation myocardial infarction, and respiratory failure. Medications were given for hypotension and the patient was returned to the cardiac cath lab on (B)(6) 2010, where an intra-aortic balloon pump was inserted and emergent chest tube thoracostomy was performed due to apical pneumothorax. The patient was placed on a ventilator. Two non-abbott coronary stents were implanted in the ostium and proximal left anterior descending artery. On (B)(6) 2010, the intraaortic balloon pump was removed at the bedside. The patient tolerated the procedure well and remained hemodynamically stable; however, later that day the patient went into cardiogenic shock and ventricular tachycardia. Treatment including atropine, epinephrine, levophed, dopamine, amiodorone, and cardioversion was given, however, the patient was unresponsive and died on (B)(6) 2010. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of death/expired, hypotension, myocardial infarction (mi), respiratory distress, ventricular tachycardia, shock/cardiogenic, therapy/non-surgical treatment, surgical procedure and treatment with medications are known adverse events associated with the procedure. Additionally, death/expired, hypotension, and myocardial infarction (mi) are listed in the product instruction for use (IFU) as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.